Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at device replacement procedure the atrial lead was found to have low impedances and to have triggered a lead warning. It was further reported that the patient had chronic atrial fibrillation, so the device was replaced with a single-chamber model and the atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.